Manufacturer narrative:
Evaluation, results: (inconclusive, investigation in progress); no results available since no evaluation was performed (device discarded); none (no device returned). Conclusion: inconclusive- investigation in progress; device not returned. (B)(4). Event date asked but unable to provide.

Event description:
It was reported that post use of a launcher guide catheter, when the device was removed from the patient a small blood clot was observed on the end of the device tip. The physician suspected it may have been related to heparin-saline preparation. No other information is available. No intervention or other clinical sequelae reported.

Manufacturer narrative:
Conclusion: no device or cine images received for evaluation.